Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("medical device complication"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, medical device complication. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient done hysterosalpingogram. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required) and experienced complication associated with device ("medical device complication"). The patient was treated with surgery (ablation). Essure was removed. At the time of the report, the medical device removal, endometrial ablation and complication associated with device outcome was unknown. The reporter considered complication associated with device, endometrial ablation and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, medical device complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media content received: event ablation was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("medical device complication"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, medical device complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and endometrial ablation ('ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient done hysterosalpingogram. On an unknown date, the patient had essure inserted. The duration of use was 5 years. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required) and experienced complication associated with device ("medical device complication"), procedural pain ("pinching and pulling feelings"), leg cramps ("bad cramps in my legs"), back muscle spasms ("bad cramps in my legs, back") and abdominal pain upper ("bad cramps in my legs, back, & stomach"). The patient was treated with surgery (ablation). Essure was removed. At the time of the report, the medical device removal, endometrial ablation and complication associated with device outcome was unknown, the procedural pain was resolving and the leg cramps, back muscle spasms and abdominal pain upper had resolved. The reporter considered abdominal pain upper, complication associated with device, endometrial ablation, leg cramps, medical device removal, procedural pain and back muscle spasms to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: medical device removal, medical device complication. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: follow up received from social media. Reporter was added. Duration of essure insertion was added. Events post procedural pain, leg cramps, back muscle spasm, stomach cramps were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.